Event description:
A 42 year old male patient was operated upon on 2/1/93 for an arthroscopic chondroplasty of the left knee. The procedure began at 8:40 a.m. And following the incision the surgeon inserted the camera and sheath into the joint space to begin distention of the knee. A few minutes into the case the alarm on the pump shounded and a "check sensor/hold run to restart" message appeared. The run button was recompressed. The arthroscopy pump again became operative, but again alarmed showing a "check senor/hold run to restart" message. The surgical scrub technician determined that the pressure sensor balloon was deflated and the balloon was reinflated per the circulating nurse. The alarm sounded again after the run button was compressed. The surgeon noted obvious swelling and firmness from knee to thigh. At 8:46 a.m. The tourniquet was dropped and the scope discontinued. A general surgeon was consulted at this time and a compartmental pressure monitor utilized. A small amount of fluid was relieved from the knee and the patient was returned to the post-anesthesia care unit following the application of dressings and the cold temperature pad. Pedal pulses present. The patient was discharged to home on 2/1/93.he returned on 2/3/93 following an office visit to the operating surgeon on 2/2/93. His left thigh was noted to be soft and normal. The patient had a proximal tibial osteotomy of the left tibia on 2/3/93.the manufacturer service representative was contacted and the equipment returned to the manufacturer for evaluation. Verbal reports from the technical services division indicate no mechanical problems found. Written reports are forthcoming with return of the pump. The service representative is conducting further education and case participation with surgeons and operating room staffdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-aug-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed. Results of evaluation: other. Conclusion: user error contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor, user education provided, inserviced by manufacturer/distributor representative. The device was not destroyed/disposed of.